Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she experienced high blood glucose. Blood glucose value was 418 mg/dl; had not treated. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Customer was able to rewind and perform manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Nothing further reported.